Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient harm or injury reported with this notification. The malfunction was found when opening a new package and the device was never in patient use. During the evaluation of the device at the manufacturer's service center, "service required" (evt_obm_valve_failure, evt_o2_flow_railed_low, and evt_o2_flow_stuck) codes were found in the ventilator's downloaded error log. The technician recommended replacing the device's oxygen blending module sub-assembly to address the issue. The device's oxygen blending module sub-assembly (obm) was returned to the product investigation laboratory (pil) for further investigation. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo obm. Visual inspection found no defects. The pil performed testing on the pil trilogy evo obm test station and the component passed. Pil concludes the component operates properly.